Manufacturer narrative:
Terumo has not received the actual device for eval, thus codes have been cited. Terumo will submit a follow-up report once the device is received and has been evaluated.

Event description:
The user facility reported that prior to cardiopulmonary bypass surgery, during blood priming, the shunt sensor leaked. The unit was changed out, there was a slight amount of blood loss, and the surgery was completed successfully.